Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) reported hearing tones from his device. The device has been implanted 2.6 years. Additional information was received stating the device was at relective replacement indicator, and scheduled for a changeout.